Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7508.

Event description:
A site reported to rxsight that during primary cataract surgery and implantation of the light adjustable lens (lal, sn (B)(6), +26.0d), a posterior capsule tear and dehiscence of a previous radial keratotomy incision occurred. The rk incision was sutured, a vitrectomy was performed, and the lens was placed in the sulcus.